Event description:
It was reported the ez45b was used during a video assisted thoracic procedure. It was reported by the affiliate the jaw would not open after firing. The device was finally removed from the tissue. The staple and cut line was fine. There was no consequence to the pt.